Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The biopatch (ID 4152) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, the most probable cause for the reported event is due to the user not being familiar with product literature prior to using the product. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A healthcare professional (hcp) reported a patient experienced a severe reaction associated with the use of a biopatch (ID 4152), resulting in the cancellation of surgery. It was reported that the patient had a reaction to chlorhexidine gluconate (chg) preoperatively. The hcp expressed concern that the small lettering and packaging description of the biopatch made it difficult to identify that the product contained chg, which contributed to the patient¿s reaction.